Event description:
It was reported that balloon rupture occurred. A 2.00 mm x 15 mm nc emerge balloon selected for percutaneous coronary intervention (pci) procedure. During preparation, the wire could not advance through the monorail port of the balloon, instead the wire pierced the balloon, and it came out. The procedure was completed with another of the same device. There were no patient complications reported.